Event description:
On (B)(6) 2011 pt reported the down button on the infusion device is responding intermittently when pressed. Pt stated the issue began this morning. Pt is aware of the recall. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.